Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Migration, the patient having non-curonix devices implanted, the patient having contraindicating conditions, and the device being used off-label have been ruled out. The stimulator is used to treat pain. The cause of "tingling" sensation is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported a "tingling" sensation that occurred one time while using the device. The patient continued to use the device and did not experience the "tingling" sensation again. The commercial team member met with the patient on (B)(6) 2026 and lowered the programs on the transmitter assembly. As of (B)(6) 2026, the patient is doing great, receiving therapy, and has not experienced the "tingling" sensation again.